Manufacturer narrative:
Device has been returned to the manufacturer. A product analysis is currently being performed at this time. Unable to determine the cause of the event.

Event description:
It was reported that the threaded portion of the tap instrument broke off in a patient's vertebral body during a surgical procedure. According to the surgeon, the broken piece "had to be drilled out" which increased the surgery time by an additional 2 hours. No patient complications were reported.